Manufacturer narrative:
DHR review for batch 7116596 (p/n 309658): manufacturing dates: 04/30/2017 05/03/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7116596 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned for evaluation, therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked back passed the plunger seal of the bd plastipak" 3ml syringe luer-lok". There was no report of injury or medical intervention.